Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.